Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca.  The root cause for the shorted c1 capacitor could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.